Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Electrical measurements were not possible due to mechanical damage of the stimulator housing. This is a combined initial and final report.

Event description:
An explanted device was received with no explantation report. Information was requested from the field but unfortunately not received.